Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, a definitive root cause could not be established. The investigation identified that the event was likely attributed to device stress issues olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope exhibited a detached distal end. There were no reports of patient involvement.